Event description:
The dealer received the unit back from our repair department on RMA (B)(4) and was testing the unit. The dealer ran the unit for about an hour and the unit allegedly got hot to the touch and smelled like something was burning. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of this concentrator. The dealer alleges that there was a burning smell during an out of the box inspection of a concentrator model irc5po2v sn (B)(4) when it was returned from a repair. Packaging and transportation issues that may have occured were not documented in the dealers statement. The user manual pn 1143482 on page 11 provides unpacking checks for damage: "check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier", the dealer did not state that he notified the carrier. In regards to the burning smell, invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. They are: "current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm". The dealer did not state if any of these safety features were activated. In addition, the dealer did not state if the system failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were seen or the device shut down. These indicators would alert the dealer/consumer with overheating on the device.

Manufacturer narrative:
Initial (B)(4) issued uf/importer report #1031452-2011-00002. The device, concentrator, model #irc5po2v, serial #(B)(4) was returned for an evaluation. This unit was being tested by the dealer after it had been returned from being repaired by invacare when the dealer noted a burning smell. The evaluation stated that the fan was found to be defective. This concentrator was repaired and tested for 19 hours prior to being returned to the dealer. The most likely cause of the fan failure was shipping damage. RMA (B)(4) has been issued for the return of this concentrator. The dealer alleges that there was a burning smell during an out of the box inspection of a concentrator model irc5po2v sn (B)(4) when it was returned from a repair. Packaging and transportation issues that may have occurred were not documented in the dealers statement. The user manual pn (B)(4) on page 11 provides unpacking checks for damage: ''check for any obvious damage to the carton or its contents. If damage is evident, notify the carrier'', the dealer did not state that he notified the carrier. In regards to the burning smell, invacare has incorporated safety mechanisms to shut the device down if overheating occurs. Page 13 of the user manual lists them. They are: ''current overload or line surge shutdown. High temperature compressor shutdown. High pressure alarm w/compressor shutdown. Low pressure alarm w/compressor shutdown. Battery free power loss alarm. Senso2 oxygen system (senso2 model) low flow alarm.'' The dealer did not state if any of these safety features were activated. In addition, the dealer did not state if the system failure indicators for initial start-up as shown on pages 21 and 22 of the user's manual were seen or the device shut down. These indicators would alert the dealer/consumer with overheating on the device.

Event description:
The dealer received the unit back from our repair department on RMA (B)(4) and was testing the unit. The dealer ran the unit for about an hour and the unit allegedly got hot to the touch and smelled like something was burning. No injury is alleged.